Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of baker grade iii capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: baker grade iii capsular contracture.

Event description:
Patient reported left side "deformity, undulations, pain." Patient later reported "baker grade iii capsular contracture." Device was explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: red encapsulation, cloudy and flat creases device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported left side "deformity, undulations, pain." Patient later reported "baker grade iii capsular contracture." Device was explanted.